Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-21279. The pt rec'd two peripheral (off-label) scs leads with the same lot number. It was reported, the pt had an infection at the ipg and lead site (penta lead reported in reference MFR report: 1627487-2013-12872). Cultures were not taken, however, the physician indicated the infection was not product related. The pt is currently being treated with keflex. Subsequently, the pt's pns system was explanted.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product lot. The individual affected device was replaced. All other devices within the lot met acceptance criteria. Therefore the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.